Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's son reported via phone call indicating that the insulin pump alarm keypad anomaly during programing a bolus wizard. Customer's blood glucose was unknown mg/dl. The customer's son stated that carbs units didn't stopped after a pressure of the upper button. The customer was advised that the device has probably been exposed to great temperature variations. The customer already discontinued the used of the device and advised that the device would be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No ramping numbers noted on the display. The insulin pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.